Event description:
On (B)(6) 2009, the pt reported that for about one month, the adhesive of his infusion sites are not sticking to his skin and they fall off. He stated this has occurred with multiple boxes of infusion sets. He stated that he properly prepares his infusion sites and he shaves the hair from the infusion site area. No physiological effects were reported. He was sent adhesive dressings and replacement infusion sets. Upon follow-up on (B)(6) 2009, the pt reported that he had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.